Manufacturer narrative:
D3. Manufacturer email: (B)(6). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during the procedure, error 64 was received, case saver mode was activated, and the console had low power. The patient had been administered a regional anesthesia in preparation for the procedure. As a result of the device issues, the procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.